Event description:
It was reported that the pump battery would not charge despite using a wall outlet and leaving it plugged in for at least 30 minutes. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer tried using a different, non-tandem charging cable, which resolved the issue by allowing the pump to begin charging. Technical support informed the customer of tandem's charging recommendations and sent a replacement tandem charging cable.